Event description:
It was reported that during a transurethral microwave treatment procedure, a balloon leak occurred. The physician inserted the catheter and during an ultrasound imaging check prior to treatment the anchoring balloon could not be located. In addition, the physician pulled on the catheter and no resistance was felt. It is noted that per urologix requirement for a prostaprobe, testing of the location balloon with 15cc of sterile water is required before inserting the catheter into the pt, however, this was not noted being performed before treatment. The procedure was successfully completed with another catheter. No pt injuries or complications were reported. The pt status is reported as fine.

Manufacturer narrative:
The catheter was returned for analysis. Upon visual inspection, a large tear was confirmed. The device history record was reviewed. All manufacturing and quality assurance testing was carried out in accordance with standard procedures. The device history record shows that the product met its specifications at the time of release. It is noted that the labeling requires that the location balloon be checked prior to use, after insertion at the bladder neck and every 5-10 minutes during treatment. The tear was confirmed, however, the root cause of the event is unk.